Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Removed due to cracked leaking. PICC placed (B)(6) 2022. PICC removed (B)(6) 2022.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed signs of use with the presence of dried fluids on the product. The red luer was confirmed to be cracked which would result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Removed due to cracked leaking. PICC placed (B)(6) 2022. PICC removed (B)(6) 2022